Event description:
A nurse from the user facility reports a scratch was noted on the optic of the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. The pt has had an excellent outcome following sugery.